Event description:
The manufacturer received information alleging "ventilator inoperative" condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging "ventilator inoperative" condition occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's software needs reloaded to address the issue.